Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow keypad buttons has been intermittently unresponsive for the past two to three weeks. The patient denied any damage to the keypad. The patient stated that he wears the pump in a case on his belt, and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Follow-up # 1: date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is lifted near the up and down arrow keypad buttons. The up arrow button responds intermittently and requires excessive force to active. The keypad was removed during investigation and revealed visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.